Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported filed event of an rf telemetry anomaly was confirmed. The device was tested using the engineering test page and a device image confirmed the failure mechanism that caused disabled nmi handler. After reviewing data stored in the device, the cause of the field event was due to firmware issue.

Event description:
It was reported prior to implant, while still in the box, the device was unable to establish rf telemetry. This device was not implanted.